Event description:
This ae was received on (B)(6) 2011 from a doctor via medical representative ((B)(4)). A (B)(6) female patient with a medical history of atrophy, acne, rhinitis and got lasik in 2005. On (B)(6) 2011 restylane 1.0 ml injected on each side forehead/glabella. At the same session, patient treated with dysport (area or dose not reported). Total injection timing was 15 minutes. The adverse event began on (B)(6) 2011 which is the same day as treatment date. She felt nauseous, vomiting and 10 minutes later she experienced partial loss of vision on her left eye. Treatment of adverse event were hyaluronidase (1500iu), dexamethasone. After that, she was referred to (B)(6) hospital on (B)(6) 2011. The ophthalmologist of (B)(6) hospital diagnosed her case as branch retinal artery occlusion of left eye. After the injection, it was decided that she would have a physical disability (visual impairment rating of left eye is 64% of normal) on (B)(6) 2011. The company causality assessment is that these events are injection related events. The physician who injected the filler, treated the patient with hyaluronidase and dexamethasone. The ophthalmologist diagnosed her case as branch retinal artery occlusion. (Treatment: oral anticoagulant). Her weakened eyesight is 0.04 (corrected eyesight: 0.3) and visual impairment rating of left eye is 64% of normal.